Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. The medical records provided are extremely sparse. The limited medical records made available indicate a ventralex hernia patch was implanted on (B)(6) 2004. There is no indication as to whether or not the mesh is still implanted. There were no product identifiers provided and no sample has been returned. Based on information provided, no conclusions can be drawn.

Event description:
Based on a review of the medical records provided by the patient's attorney: (B)(6) 2004 - the patient underwent hernia repair with a ventralex hernia patch.